Event description:
A dealer has reported that the straps are not holding up and seem weak. The device has been in use for 1 month. No injury.

Manufacturer narrative:
(B)(4) the owner's manual part number 1024492, rev.e(may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event. It has been learned that the event reported was the straps. The catalog number is 9070 (sling strap assembly kit).